Manufacturer narrative:
The returned device was evaluated. The returned unit passed visual analysis, and was able to power on normally using ac and dc power. The alarm sounded normally 15 seconds following a triggered limit. This is by design as the spo2 alarm delay was set to 15 seconds and can be modified through the device's settings. The reported issue as not confirmed. (B)(6).

Event description:
It was reported: "after "dismiss" displayed, sometimes no tone alarming." No consequences or impact to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Other, other text: initial reporter zip code exceeded the maximum allowable characters, (B)(4).

Event description:
It was reported: "after "dismiss" displayed, sometimes no tone alarming." No consequences or impact to patient was reported.